Event description:
Patient reported that she experienced an issue with her pump, specifically that it was not receiving readings from the cgm, as indicated by an error message. There was no adverse impact to her blood glucose level. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear. Caller successfully started their sensor session.